Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that customer tgz südharz 723957 reported a malfunction of the rp101. The telepack displays this error message intermittently. After restarting, the display sometimes returns to normal, but as soon as a gastroscope is connected, the error reappears - sometimes even without anything connected. No patient (animal) was harmed or killed; however, one patient's anesthesia was delayed by one hour. No negative impact on the state of health for a human is reported.